Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01086. It was reported the patient is going to have his scs system removed. The patient stated he was not receiving pain relief from his scs system. Follow-up identified the patient had his entire scs system removed.

Manufacturer narrative:
Results: as received, both leads were incomplete, cut into two pieces (stimulation end and terminal end), consistent with explant damage. The leads passed continuity testing at the terminal ends segments. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 . Reference MFR report: 1627487-2015-01086.